Event description:
During preventive maintenance testing of the unit the air sensor for channel one did not recognize air in the IV tubing. There was no pt involvement. The hosp biomed changed out the pump head, which includes the air sensor, to resolve the issue prior to notifying co.